Event description:
During placement of coronary stent in proximal right coronary artery, a vessel perforation was noted. Immediate seal made with balloon. Hypotension ensued. Pericardialcentesis done. Restoration of normal blood pressure occurred after 1/2 hour of balloon tamponade. Pt taken to or for repair.